Manufacturer narrative:
B3: date of event: used the 1st day of the month of the bsc aware date since event date was not provided. D4 lot number updated. Device evaluated by MFR.:returned product consisted of an emerge balloon catheter. The hypotube was separated 96.5cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating. There were numerous kinks throughout the hypotube.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was noted to have a break in the proximal half of the shaft. No patient complications were reported.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was noted to have a break in the proximal half of the shaft. No patient complications were reported.